Event description:
A user facility has reported that the device frame is 18 inches wide yet the upholstery on the chair is 22 inches wide. As a result, the seat is sagging and the patient ends up resting on the crossbrace. There is no reported injury or ill effect.

Manufacturer narrative:
(B)(4) - model t4, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1110558, rev.h(feb-11)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. The reporter of the event was contacted for additional information, however, no further information has been received.